Manufacturer narrative:
(B)(4). Internal file number - 322988/1-2. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported difficulty to position and the reported difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. Additionally, the stent implant was received dislodged from the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is likely the stent delivery system (sds) met resistance during advancement over the guide wire due to a buildup of procedural contaminants (blood, contrast) thus causing the sds to become stuck on the guide wire resulting in the reported difficulty to position. Manipulation of the device resulted in the reported difficulty to remove. Further manipulation of the device likely resulted in the noted stent dislodgement and ultimately resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure of an unspecified vessel, the 2.5 x 38 mm xience xpedition stent delivery system was inserted and became stuck on the guide wire outside the patient anatomy and could not be advanced. While attempting to remove the sds from the guide wire resistance was met and the stent catheter shaft separated. There was no reported adverse patient effect. The device was no longer used. There was no reported clinically significant delay in the procedure. No additional information was provided.